Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump and transmitter would not connect. The customer¿s blood glucose level was 43 mg/dl. Troubleshooting was performed. The communication between the insulin pump and the transmitter was resolved. The device will not be returned for analysis.